Manufacturer narrative:
Additional information: the penetrating ulcer was present on imaging at 3 years and 5 years post implant, but had been growing. It was noted that the ulcer was quite far away from the proximal end of the stent graft and bare springs, but it was possible that wire manipulation during the initial procedure could have caused it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 44.7 cm abdominal aortic aneurysm. Six endoanchors were also implanted prophylactically. It was reported that the patient developed a penetrating ulcer. It was noted that this was not serious and there were no symptoms associated with this event. The physician investigator assessed the event to be related to the aneurysm. The event was reportedly unresolved and continuing with treatment. No additional clinical sequelae were reported and the patient is being monitored by the physician.